Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer had filled the cartridge with cold insulin. It was advised that insulin should be at room temperature before loading into the cartridge, and the customer understood. A new cartridge was loaded to resolve the issue.